Event description:
It was reported that the patient had been hospitalized for 2 weeks due hyperglycemia. The patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 24 and 36 hours on their arm. The patient was unwilling to discuss the alleged hospitalization and only reported that they had experienced nausea. The patient is unwilling to provide any further information on the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.